Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4) france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device permanently showed the error e5 (stirring mechanism will not start, it does not take in enough power) on the patient tank during set up. There was no patient involvement.

Manufacturer narrative:
H10: no service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: defective cpu and distributor boards (electronic defect), to mechanical motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.